Event description:
It was reported that the lead dislodged but electrically tested -normal-. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.